Manufacturer narrative:
The unit was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit, or failed battery test alarms during testing. The unit passed the self-test, unexpected restart error test, rewind test, basic occlusion test, and displacement test. The unit was unable to prime at 2.5 lbs during the prime/compromised force sensor system test due to a faulty force sensor resistor. The unit had a minor scratched lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a stained end cap sticker.

Event description:
The customer's mother called to report that the insulin pump alarmed failed battery test alarm and low battery alert multiple times. The customer's reading ranged between 169 and 451 mg/dl. The customer did not yet treat. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product back for analysis.